Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, after loading, they could not fire the reload. They then used another reload and the same handle to resolve the issue. There was no patient injury.